Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator alarmed for o2 concentration high. The received ventilator's logs also contained high airway pressure alarms. There was no patient harm. Manufacturer reference # (B)(4).

Manufacturer narrative:
The ventilator was examined by our field service engineer and no malfunctions were found. The ventilator passed the functional testing. The annual preventive maintenance (pm) was performed and no more issues have been reported after the pm was performed. The pm includes replacement of the gas modules nozzle units. The parts from the pm kit were discarded. Evaluation of the received device logs confirm the reported event with alarms for o2 concentration high. Three alarms for airway pressure high was also noticed in the logs. The last pre-use check before the reported event occurred was performed two months before and it was successful. The last preventive maintenance before the event was performed (B)(6)2018. Due to lack of information needed for the root-cause analysis, i.e. Complaint goods, we have not been able to identify the true root cause of the failure mode. However, based on the replaced part and log evaluation the most probable cause of the failure mode was the nozzle unit in the o2 gas module.

Event description:
Manufacturer reference # (B)(4).